Manufacturer narrative:
Reliability analysis inspected and performed visual inspection on two opened and used enlite sensors and found one broken sensor cannula. The second sensor did not have any broken parts. The customer complaint was unable to be confirmed due it being against the serter.

Event description:
The customer called in to report that the needle hub was stuck inside the serter. The customer's blood glucose level was 168 mg/dl. The customer's sensors were replaced and returned.